Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. If further information is received, the file will be reviewed and updated accordingly. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / vicryl suture, involved contributed to the adverse events described in the article, specifically: intraoperative transfusion, bleeding, uterine defect, abortion due to uterine rupture? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, vicryl suture?

Event description:
It was reported in a journal article that the patient underwent a laparoscopic myomectomy procedure between 01/2010 and 08/2012 and the suture was used for absorbable knotless wound closure. It was also reported that the patient possibly experienced intraoperative blood loss and blood transfusion was performed. Postoperative three-month transvaginal ultrasonography revealed uterine defect. During a second-year follow-up period, the patient possibly became pregnant. It was possible that the patient had an abortion at the twenty-four week of gestation due to uterine rupture. Additional information has been requested.